Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they don't know what is going on with his device. Patient said a couple weeks ago they looked at his charger and the implant was at 100% and it did not go down like 90% or 80%. Patient mentioned he charges daily and as of now he has a lot of tingling going on. Agent asked what the amplitude was and patient said they set it at 2.0. Patient increased stimulation to a comfortable level. Patient mentioned when they stretch they can feel electricity going all the way through their back and down their legs. Agent advised to lower if the stimulation is uncomfortable and that it should be comfortable. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed how to increase stim.